Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a left knee replacement surgery performed on (B)(6) 2017, the implanted jrny ii cr isrt xlpe lt sz 1-2 9mm was noted to be defective and was explanted on (B)(6) 2023. The patient's health status is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned insert revealed scratches, deep gouges and discoloration in the surface of the device. The device shows signs of wear. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The definitive clinical root cause of the reported wear and discoloration could not be fully assessed based on the information available. Per the report, the patient¿s health status is unknown. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, however, these similar events reported the same harm but no sufficient information about the failure mode was provided, so these events could not be associated with the reported event. Also, there are no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in the possible adverse effects section that higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction and/or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.